Manufacturer narrative:
The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator, and no additional patient harm was reported. The customer was advised to replace the blower. No further information is available.

Manufacturer narrative:
Implant date: (B)(6) 2021. Explant date: (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported error blower temperature high. The unit logged error 2 hours apart and the unit had been turned off between occurrences. There was no patient involvement.